Manufacturer narrative:
Eval summary: it is unk if there was adequate glenoid bone stock or whether or not the baseplate screws were directed toward good quality bone. No x-rays or surgical notes were provided. The exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
The baseplate pulled out of the glenoid. No trauma was reported. The glenoid was not fractured. It just pulled straight out.